Manufacturer narrative:
E1 establishment full name: (B)(6). Completed address: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device exhibited a forceps elevator wire is fractured. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction - stress such as damage or deterioration of part ultimately caused for the reported failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.